Event description:
Single use aluminium stylette was used during difficult intubation on a morbidly obese patient. The intubation guide (stylette) was manoeuvered while inserted into the endotracheal tube, the distal end broke off inside the tube, slid through the tube and went into the patient's trachea. Fibrobronchoscopy was performed in order to remove the remaining part from the patient. No infection resulted after the procedure.

Manufacturer narrative:
This is the first complaint received for the stylet since the product was made for (B)(4) since (B)(4) 2006. After receipt of this, a study was conducted as to when the aluminium stylet could crack. The stylet could crack at a point, if the stylet is held steady at that point and bent back and forth through an angle of 150 - 160 degrees 3-4 times. Such a bending exercise is/was not anticipated for an intubation. After this event, we have already worked out to modify the properties of the stylet to last 7-8 bends at the same point before cracking. Also an instruction will be put on the package about this in future lots.